Event description:
The hcp reported that the pump was explanted due to infection approx 2 months after implant. The pt subsequently had the pump replaced in 2004. A follow-up report will be sent if additional information becomes available.